Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00056, 3012447612-2019-00057, and 3012447612-2019-00058.

Event description:
It was reported that the tips of a screw inserter and two driver bits fractured off while removing previously-implanted screws to address adjacent level disease progression. There were no reported patient impacts. This is report three of three for this event.

Manufacturer narrative:
Additional information: the returned device was examined. The tip was fractured in a jagged manner. The complaint is confirmed. The damage likely occurred due to larger forces required for removal combined with off-axis use. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Event description:
It was reported that the tips of a screw inserter and two driver bits fractured off while removing previously-implanted screws to address adjacent level disease progression. There were no reported patient impacts. This is report three of three for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tips of a screw inserter and two driver bits fractured off while removing previously-implanted screws to address adjacent level disease progression. There were no reported patient impacts. This is report three of three for this event.